Event description:
It was reported that pump housing was damaged near usb area, causing concern about pump condition. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was informed that housing damage was only cosmetic and did not affect pump function, and caller understood and accepted this information. Cts to replace pump. Customer will continue to use current pump.